Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2015 with the following findings: there was no activity related to the alleged issue observed in the pump histories. The battery compartment was cracked along the side of the pump. The battery cap was able to attach securely to the pump. The pump powered on normally with no alarms. The pump was exercised for 24 hrs with no alarms or power issues occurring. Corrosion was observed inside the battery compartment. A leak test verified that there was a leak in the battery compartment. The pump opened and there was no further evidence of moisture damage found. No damage was found to the power circuit. Unrelated to the allegd issue, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked and there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.